Event description:
It was reported that suture placement was attempted using the proglide device in the common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 8fr and during the aaa procedure the sheath was upsized to 18fr sheath. Reportedly, a posterior cuff miss occurred. The device was removed and a second proglide device was placed and hemostasis was achieved using two proglide devices. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The returned condition could not confirm the reported cuff miss during the plunger retraction. Inspection of the returned device indicated that both cuffs successfully captured the needles during the plunger deployment, but the posterior cuff became detached from its needle tip while retracting the needle plunger to retrieve the suture as evidenced by flatten and bent posterior cuff tabs and damaged posterior needle barb. Posterior cuff detachment from its needle tip would have resulted in a failure to retrieve the suture and could appear very similar to the reported cuff miss. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.